Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in israel. It was reported that, the patient was hospitalized on (B)(6) 2024, for about 2 days. The blood glucose level of the patient was 517 mg/dl at the time of event and was treated with insulin intravenously. No further information available.